Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent laparoscopic hysterectomy procedure on (B)(6) 2016 and barbed suture was used. After three to four passes through tissue when closing the vaginal cuff, the suture broke in the middle of the strand about a third of the way from the termination end. The suture was removed from the tissue. A competitor¿s device was used to complete the procedure. There were no adverse consequences for the patient.